Event description:
Consumer stated that a piece of tampon remained inside her body for about a month. She felt dizzy, nauseous, sick, skin was turning green and noticed a foul odor before the tampon was removed. Physician prescribed a 10 day course of antibiotics for a possible systemic infection.